Event description:
This report summarizes one malfunction. A review of the event indicated that an rf320j vena cava filter allegedly experienced malposition, material deformation, detachment and perforation. This report was received from one source. This patient had no reported patient injury. The weight of 68 year old male was not provided.

Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. The medical records included images were provided. Therefore, the investigation is confirmed for filter tilt, perforation of the inferior vena cava (ivc) and material deformation. However, the investigation is inconclusive for filter limb detachment. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g4, h6(device: 2907). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The device is labeled for single use.

Event description:
This report summarizes one(1) malfunction event. A review of the event indicated that an unknown g2 vena cava filter allegedly experienced sometime post vena cava filter deployment the filter tilted with the cone and several filter limbs perforating the ivc wall. A filter limb reportedly bent 90 degrees to the long axis of the filter. This report was received from one source. This event involved one patient, gender, age and weight were not provided. This patient had no reported patient injury.